Manufacturer narrative:
D4: lot #: requested, unknown. D4: expiration date: unknown, as the involved lot number was not provided. D4: UDI: unknown, as the involved lot number was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supply manager. H4: device manufacture date: unknown, as the involved lot number was not provided. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was not holding air after inflation. There was no blood loss and the procedure was a radial access procedure.